Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Although, the defects found, during evaluation were confirmed. The foreign material in the nozzle could not be specified. There was no physical damage, where the foreign material was found. And there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented, by adhering to the instructions for use (IFU) sections below: gif/cf/pcf-290 series, operation manual describes, how to detect the suggested event in chapter 3: preparation and inspection. Gif/cf/pcf-290 series, reprocessing manual describes, how to prevent the suggested event in chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced air/water flow issues from the air/water flow system. It was unknown when the event took place. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign objects found within the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to service where the reportable malfunction was discovered during investigation. During testing inspection of the returned device, it was found that the nozzle had foreign objects from insufficient cleaning. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. The adhesive on the bending section cover had a scratch. Due to clogging of the nozzle, water removal ability did not meet the standard value. The plastic distal end cover had a dent. The plastic distal end cover had a burn. The connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.